Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Cover the spray valve hole with your finger. Depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position. Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; water tightness was lost due to a scratch on the grip. Upon follow up, the customer reported that the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with air and water, it is unknown if there were any abnormalities in the accessories used for reprocessing, it is unknown if the customer wiped / brushed the air and water nozzle with clean lint-free clothes / brushes / sponges, the air / water nozzle was not flushed with detergent solution. Additional findings include the following: the bending angle in the up direction / the play of the up and down knob did not meet standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / white-clouded area, the water removal ability did not meet the standard value due to the clogging of the nozzle, the mouthpiece was loose, the adhesive around the objective lens / light guide lens was peeled, the distal end cover had a dent, switch button 4 was worn out, suction cylinder was shaved, and the connecting tube had a dent / a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air leak from the grip. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.